Event description:
Customer reportedly received the following results on the compact plus meter within 10 minutes: 14 mg/dl, 16 mg/dl and a reading in the range of 54-75 mg/dl. Customer states the issue happens every time she tests; occurs every day at multiple times and days. Customer states has happened on multiple boxes of drums; lot numbers are unknown. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.